Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced seroma at abutment site; subsequently the patient underwent a procedure to drain seroma (date not reported). The implanted device remains.